Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown but was reported by the patient to be due to having the pd catheter changed 2 days prior to the onset of peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapy was ongoing. After being hospitalized for 3 days for the peritonitis event, the patient was discharged. It was reported that the patient was recovering from the peritonitis event. Additional information was requested but is not available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.